Event description:
Customer stated that one cervical swab sample obtained from a patient, when tested in 4/05, gave a positive result for c. Trachomatis (od = 2.303) and an equivocal result for n. Gonorrhoeae (od = 0.656) with the cobas amplicor CT/ng tests. All ic results and all controls were valid. When testing was repeated on the same sample in 05, the c. Trachomatis result was negative and the n. Gonorrhoeae result was confirmed as negative. The patient sample was repeat tested in duplicate in 5/05 with the cobas amplicor CT/ng tests and negative results were obtained for both c. Trachomatis and n. Gonorrhoeae. Based on the results of the initial test, the patient was placed on treatment.